Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had code 41541, indicating a latch lock issue, and a cassette error also occurred. Per reporter, the event occurred during pre-testing. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Reported problem confirmed with event logs history. Not duplicated. The probable cause of the reported problem was fluid ingression found on the main board. Replaced main board, all functional test of the device passed after repaired. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.